Event description:
Material no. 365974, batch no. 9193433 it was reported that the bd microtainer® tubes with k2e (k2edta) clotted during use. This occurred on 8 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "we have been having a large amount of clotted cbc¿s in the lav microtainers. We currently have lots 9065638,9144756, and 9193433. Have you been having any issues? Some of them look as though they don¿t have any additive in them at all."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 365974, batch no. 9193433. It was reported that the bd microtainer® tubes with k2e (k2edta) clotted during use. This occurred on 8 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "we have been having a large amount of clotted cbc¿s in the lav microtainers. We currently have lots 9065638, 9144756, and 9193433. Have you been having any issues? Some of them look as though they don¿t have any additive in them at all."